Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a repair of fractured humerus on (B)(6) 2013. Suture was used at the orifices points. The fracture was plastered. Six weeks later the orifice points resembled third degree burns. Additional information has been requested.